Event description:
Reporter alleged the customer obtained the results of 288 mg/dl, 188 mg/dl and 90 or 120 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporting status: malfunction. Reporting rationale: expired product has the potential to cause or contribute to pt injury. Device issue: expired stent. It was reported via a trial that the stent implanted in the proximal left anterior descending artery (lad) via direct stenting was used after the expiration date. The reported expiration date was (B)(6) 2009. There were no reported pt effects of adverse events. The pt was discharged on (B)(6) 2010. There is no add'l event info reported.